Manufacturer narrative:
Block h6: imdrf device code a050701 captures the reportable event of wire failure to release bow.

Event description:
It was reported to boston scientific corporation that a jagtome rx 44 was during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the tip of the bow was bent/tensed in a resting position. In addition, the wire ran very stiffly inward (to the point of bending) and the tip does not relax properly after tensing. The procedure was completed with the same original device. There were no patient complications reported as a result of this event.